Event description:
During endovascular repair of abdominal aortic aneurysm, the nose cone of the device broke off. This piece was intentionally left in the aneurysm. Operative note for details: femoral artery cutdowns were performed bilaterally, transverse fashion just below the inguinal ligament. Proximal and distal control was achieved. The vessels were heavily calcified. Ten thousands units of heparin were given. Acts were followed throughout the case to keep greater than 200. The right common femoral artery was then punctured with a single wall puncture needle. Bentson wire was placed into the aorta. A 6-french sheath was placed and an angled glide catheter to change over to a 0.035 meier wire. The sheath was then upsized to a 16-french sheath. Because of the heavy calcification that the patient experienced or had present, there was leakage around the sheath itself. Even with the vessel loop up around the sheath, still had issues with regards to leaking throughout the case. Attention was then turned to the left side where again, a single wall puncture needle was used to access the left common femoral artery. Bentson wire was placed, followed by 6-french sheath, glide catheter, and a 0.035 meier wire was placed. The sheath was then dilated up to a 6-french and then a 12-french sheath, which was placed at the aortic bifurcation. Angled glidewire was then placed from the right side and snared to the left side to be brought down through the sheath on the contralateral side. The 16x14x7 ibe device was then pushed up into the right common iliac artery. The first portion of the graft was deployed in the common iliac section. The 12-french up and over sheath was then placed over the angled glidewire that had been snared and placed down into the level just above the internal iliac artery. The sheath could not track down into the area of the opening where the gate was for the ibe, the iliac branch endograft. A combination of the angled glidewire with the angled glide catheter were then used to cannulate the right internal iliac artery. The catheter was placed distal into the internal iliac artery and then a short tipped amplatz super stiff wire was placed. I still could not get the sheath to track any further into the mid common iliac. The attempt initially was made to deliver the limb of the graft for the extension, 14.5x7, but it could not track. A 6 mm x 40 mm balloon was then used to perform balloon angioplasty of the orifice of the internal iliac artery. It was heavily calcified and did not deform well, but was inflated to 10 atmospheres for 2 minutes. The device was then placed up and over with the internal iliac limb. The limb kept hanging up right at the edge of the orifice of the internal iliac artery. We pushed the sheath further over and then attempted to have the device pass further into the internal iliac artery. There was a significant shelf of calcification from the ostial stenosis that was present, that was hindering passage of the device with the nose cone present as well. The device was attempted to be passed further and ultimately the nose cone got caught on the orifice of the internal iliac artery. We tried to withdraw the device, but the device would not withdraw as well. At that point, I felt like our only option potentially was going to be to perform an open operation on the patient. Given the severity of disease in his iliac arteries as well as his age, I did not feel that the patient would likely tolerate that to convert to an open operation. In addition, heavily calcified vessels from the CT scan made the likelihood of being able to perform any type of anastomoses on the aorta somewhat problematic. We attempted to withdraw the catheter and ultimately the nose cone detached from the portion of the catheter. The catheter was pulled back. Since the external iliac artery was protected and the common was open at this time, I used an angled glide catheter to push the endotrash from the end of the remnants of the device into the internal iliac artery. In order to avoid any back bleeding and ongoing growth of the common iliac artery, I then placed three 12x40 boston scientific interlock coils into the internal iliac artery, but not out into the branches, just in the large internal iliac artery and the aneurysmal internal iliac artery that was present. We then deployed the rest of the graft and angioplasty was performed. At this time, the right sheath was upsized to an 18-french sheath and the 31x14.5x17 endograft was deployed at the level of the right lower renal artery. A 12-french sheath had been placed up into the aorta and the gate was cannulated with the omniflush catheter and the angled glidewire. The catheter was placed into the graft and spun as well as the gate hooked to verify position within the graft. A 0.035 meier wire was then placed. The left iliac extension of 12x14 was placed. There was no left internal iliac artery, which is a known finding. There was severe stenosis in the mid to distal external iliac artery. A 23x12 bridge graft was then placed from the longer limb of the endograft and into the ibe remnant. Angioplasty was performed of the entire graft to close off the pathway to the internal iliac artery and avoid any retrograde bleeding into the common iliac artery aneurysm. The graft had been extended into the external iliac artery. The left external iliac artery was angioplastied and a 12x7 extension was required and then post angioplasty was performed with a q50 balloon. All of the overlying inner connections and the graft itself were angioplastied. Completion angiogram showed no endoleak present.